Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. The cause of the syncope could not be determined. The device remains implanted and no programming changes were made. No additional adverse patient effects were reported.